Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international manufacturer's distributor reported that the battery was completely discharged upon arrival. There was no patient involvement.